Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device ruptured during patient use. The device was filled with a solution of 5-fluorouracil and saline when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of an infusor lv 5 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA number idc-CAPA-(B)(4).